Event description:
Patient revised on (B)(6) 2021 due to a loose stem, approximately 1 year after primary surgery. Surgeon explanted the 32/08 humelock reverse stem, 36/+9 standard humeral cup, and +9mm humeral spacer, and replaced them with a new 32/08 humelock reverse stem secured with two cortical screws, a 36/+9 stability humeral cup, and a +9mm humeral spacer.